Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
The device was started up at 18:33:59 on (B)(6) 2022. At 02:33:18, an arrhythmia was detected. ECG shows vt @ 240 bpm with motion artifact. At 02:33:55, the patient received the first appropriate treatment. The rhythm at the time of treatment was vf with motion artifact. The post shock rhythm was sinus rhythm @ 80 bpm with motion artifact. At 03:03:39, an arrhythmia was detected. ECG shows vf with motion artifact. At 03:04:10, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf with motion artifact. The post shock rhythm was sinus rhythm @ 60 bpm. At 03:18:28, an arrhythmia was detected. ECG shows vt @ 240 bpm/vf. At 03:18:58, the patient received the third appropriate treatment. The rhythm at the time of treatment was vf @ 220 bpm. The post shock rhythm was sinus rhythm @ 80 bpm with hb and pvc¿s. At 03:20:15, an arrhythmia was detected. ECG shows vf. At 03:20:45, the patient received the fourth appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia @ 50 bpm with hb and pvc¿s. At 03:21:51, an arrhythmia was detected. ECG shows vf. At 03:22:29, the patient received the fifth appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia @ 50 bpm with hb. At 03:23:37, an arrhythmia was detected. ECG shows vf. At 03:24:07, the patient received the sixth appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia @ 50 bpm with hb. At 03:25:16, an arrhythmia was detected. ECG shows vf. At 03:25:46, the patient received the seventh appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was vt @ 180 bpm degrading to vf. At 03:26:18, the patient received the eighth appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 03:33:39 on (B)(6) 2022.